Event description:
Patient reported right side "rupture" via MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported the device was removed and noted to be intact and folded over on itself.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: patient concern with the product and later, rupture.

Event description:
Healthcare professional reported right side implant exchange with no complaints against the device. Patient reported right side "rupture." Device remains implanted.